Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed visible foam particles inside the assembly and identified a ventilator inoperative error code e086 (failure of the outlet pressure sensor). Due to the error, the printed circuit assembly (pca) will need to be replaced. Additionally, the service technician noted additional findings of dust/dirt/tobacco contamination, the accessory port cover was missing, and the device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.